Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) 579 mg/dl. With no reported symptoms. The patient remained on the pump and was unwilling to troubleshoot. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.